Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh displacement, mesh removal, bowel obstruction. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (2422, 3191: appropriate term/code not available for ¿mesh displacement¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2007 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ endometrial cancer. ¿ obesity. ? Unknown date: 211.6 lbs., bmi 34.42. ¿ diabetes mellitus. ¿ hydrocephalus. Prior surgical procedures: ¿ unknown date: placement of ventriculoperitoneal shunt. ¿ unknown date: hysterectomy. Implant preoperative complaints: ¿ (B)(6) 2007: ¿patient has an incisional hernia in the periumbilical area. She also has previously undergone a ventricular peritoneal shunt [sic] for hydrocephalus. She presents for incisional herniorrhaphy.¿ implant procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® plus biomaterial, no product ID provided.] Implant date: (B)(6), 2007. ¿ description of hernia being treated: ¿adhesions of the omentum to the anterior abdominal wall were taken down bluntly and there was no evidence of bowel adherent to the area of hernia defects. There were defects and the total area measured 7 centimeters wide x 11 centimeters long and these two hernias were able to be covered with one mesh.¿ ¿ implant size and fixation: ¿a piece of 13 x 17 centimeter gore-tex dual mesh plus was fashioned and gore-tex sutures were placed at 12, 3, 6, and 9 o¿clock. The shunt tubing was identified and was remote from the area where the hernia and hernia repair would be. It was present on the left side of the abdomen and was not disturbed. The hernia mesh was rolled up, inserted into the peritoneal cavity and oriented with the rough side towards the anterior abdominal wall. The sutures were passed through the abdominal wall using gore-tex suture passer and tied. The edges of the mesh were secured with tacks placed at 0.5 centimeter intervals and four additional sutures were placed at the corners using the gore-tex suture passer. There was excellent coverage of the hernia defect, the abdomen was inspected and there was no evidence of any injury to the ventriculoperitoneal shunt tubing, the bowel and no evidence of bleeding.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ (B)(6) 2017: ¿the patient has previously surgery done about 9 or 10 years before repair of ventral hernia with mesh and the patient was admitted through the emergency room with incarcerated hernia and bowel obstruction. CT scan shows hernia with loops of the bowel and the patient has been having vomiting.¿ explant procedure: lysis of massive peritoneal adhesion. Removal of that mesh. Repair of superficial laceration of bowel 2 times. Repair of incarcerated ventral hernia. Explant date: (B)(6), 2017. ¿ ¿the patient has a midline incision. Same incision area was used. Midline incision was made, carried through the skin and subcutaneous tissue, as soon as into close to umbilicus underwent and there was a big hernia sac bulging out. After blunt and sharp dissection, excess of the hernia sac was obtained. It was noted. The patient has a defect between that previously mesh placed and the fascial margins and that was not reducible and we tried to open that more area to have of evaluation, but they required that incision through that mesh that incision made into the middle through the mesh with the mesh was split apart and then it was noted. It was noted that the patient has the mesh placed in the past. It appeared to be probably more likely gore-tex mesh, but there was lot of screws and there was a metal screw and then also the noted along with a couple of loops of the bowel they were herniated through the defect and then there was multiple loops of the bowel densely adhering to that mesh and as mentioned above there was multiple metal screws like a spring and some of the screw was going almost through the wall of that small bowel. I tried to as much as careful to dissect the loops of the bowel away from that mesh, but because as mentioned above the metal, there was so much densely adhering and going through. There was some superficial couple of lacerations into the small bowel. But that was never entered into the lumen of their bowel that was mostly the serosal or just a partial wall thickness. That took about at least 45 minutes to 1 hour to release of that adhesion and there were loops of bowel so much mated together. They were release and along with the mesh was removed and the mesh was not lying flat, some part of the mesh was flatter. Mostly the mesh was more like crinkled together and along with all this metal screw and the mesh was removed and sent for pathological examination and also then the couple of loops of the bowel were have a superficial laceration. Repair was done using 3-0 silk suture as longitudinally to prevent any narrowing of that lumen of that bowel. After that was done, all this area there were the loops of the bowel were dissected, checked for any further injury or any bleeding. There was none and also the patient has a pv shunt done in the past because of her cerebrospinal fluid problem and the mesh catheter was identified. It was preserved and left inside the peritoneal cavity. Then on the both side of that fascial edges subcutaneous space was at about 5-6 cm all circumferentially was dissected to prepare the fascial edges for the primary closure and then repair of the hernia was done #1 using maxon in stages at least 4-5 stages, some interrupted and some continuous sutures. There was no significant tension at the suture line.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby an alleged gore device was implanted.

Manufacturer narrative:
B5: corrected implant date in event description. B7: added medical history. D1: updated brand name. G5: corrected combination product. H6: codes 4118/3221 product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: operative note. Preoperative diagnoses: #1. Incisional hernia. #2. History of endometrial cancer. #3. Hydrocephalus. Postoperative diagnoses: incisional hernia. History of endometrial cancer. Hydrocephalus. Procedure: laparoscopic incisional hernia repair. Indication: ¿patient has an incisional hernia in the periumbilical area. She also has previously undergone a ventricular peritoneal shunt [sic] for hydrocephalus. She presents for incisional herniorrhaphy. Findings: 7 centimeter wide x 11 centimeter long area of herniation consisting of two separate hernia defects, which were covered with one mesh of gore-tex plus, measuring 13 x 17 centimeters. Description: the abdomen was accessed through a left upper quadrant subcostal incision, remote from the area where the shunt appeared to be on CT scan. After insufflating the abdomen with a 15 mm of mercury using carbon dioxide, a 5 mm trocar and laparoscope were inserted. Additional 5 mm trocars were placed in the anterior axillary line on the left side in the midabdomen and left lower quadrant and then also on the right side in the anterior axillary line in the right upper quadrant and right midabdomen. Adhesions of the omentum to the anterior abdominal wall were taken down bluntly and there was no evidence of bowel adherent to the area of hernia defects. There were defects and the total area measured 7 centimeters wide x 11 centimeters long and these two hernias were able to be covered with one mesh. A piece of 13 x 17 centimeter gore-tex dual mesh plus was fashioned and gore-tex sutures were placed at 12, 3, 6, and 9 o¿clock. The shunt tubing was identified and was remote from the area where the hernia and hernia repair would be. It was present on the left side of the abdomen and was not disturbed. The hernia mesh was rolled up, inserted into the peritoneal cavity and oriented with the rough side towards the anterior abdominal wall. The sutures were passed through the abdominal wall using gore-tex suture passer and tied. The edges of the mesh were secured with tacks placed at 0.5 centimeter intervals and four additional sutures were placed at the corners using the gore-tex suture passer. There was excellent coverage of the hernia defect, the abdomen was inspected and there was no evidence of any injury to the ventriculoperitoneal shunt tubing, the bowel and no evidence of bleeding. There was no evidence of bowel contents without the peritoneal cavity. The ports were removed under laparoscopic vision and the abdomen was deflated. The skin was closed with subcuticular 4-0 polysorb suture and dressed with steri-strips and tegaderm. The patient tolerated the procedure will. All sponge, needle and instrument counts were correct. I was scrubbed in during the entire procedure. The patient was extubated and taken to the recovery room in stable condition.¿ operative report indicates a gore® dualmesh® plus biomaterial was implanted during the procedure; however, product identification records were not provided. On (B)(6) 2017: general surgery. Procedures: 1. Lysis of massive peritoneal adhesion. 2. Removal of that mesh. 3. Repair of superficial laceration of bowel 2 times. 4. Repair of incarcerated ventral hernia. Preoperative diagnosis: the patient has incarcerated ventral hernia with bowel obstruction. Postoperative diagnosis: the patient has incarcerated ventral hernia with bowel obstruction and also have a massive peritoneal adhesion and mesh displacement. Indications: ¿the patient has previously surgery done about 9 or 10 years before repair of ventral hernia with mesh and the patient was admitted through the emergency room with incarcerated hernia and bowel obstruction. CT scan shows hernia with loops of the bowel and the patient has been having vomiting. The patient was scheduled for surgery. Description of procedure: the patient has a midline incision. Same incision area was used. Midline incision was made, carried through the skin and subcutaneous tissue, as soon as into close to umbilicus underwent and there was a big hernia sac bulging out. After blunt and sharp dissection, excess of the hernia sac was obtained. It was noted. The patient has a defect between that previously mesh placed and the fascial margins and that was not reducible and we tried to open that more area to have of evaluation, but they required that incision through that mesh that incision made into the middle through the mesh with the mesh was split apart and then it was noted. It was noted that the patient has the mesh placed in the past. It appeared to be probably more likely gore-tex mesh, but there was lot of screws and there was a metal screw and then also the noted along with a couple of loops of the bowel they were herniated through the defect and then there was multiple loops of the bowel densely adhering to that mesh and as mentioned above there was multiple metal screws like a spring and some of the screw was going almost through the wall of that small bowel. I tried to as much as careful to dissect the loops of the bowel away from that mesh, but because as mentioned above the metal, there was so much densely adhering and going through. There was some superficial couple of lacerations into the small bowel. But that was never entered into the lumen of their bowel that was mostly the serosal or just a partial wall thickness. That took about at least 45 minutes to 1 hour to release of that adhesion and there were loops of bowel so much mated together. They were release and along with the mesh was removed and the mesh was not lying flat, some part of the mesh was flatter. Mostly the mesh was more like crinkled together and along with all this metal screw and the mesh was removed and sent for pathological examination and also then the couple of loops of the bowel were have a superficial laceration. Repair was done using 3-0 silk suture as longitudinally to prevent any narrowing of that lumen of that bowel. After that was done, all this area there were the loops of the bowel were dissected, checked for any further injury or any bleeding. There was none and also the patient has a pv shunt done in the past because of her cerebrospinal fluid problem and the mesh catheter was identified. It was preserved and left inside the peritoneal cavity. Then on the both side of that fascial edges subcutaneous space was at about 5-6 cm all circumferentially was dissected to prepare the fascial edges for the primary closure and then repair of the hernia was done #1 using maxon in stages at least 4-5 stages, some interrupted and some continuous sutures. There was no significant tension at the suture line. Subcutaneous space was approximated with 0 chromic interrupted sutures. Then, the skin was approximated with staples. Light pressure dressing was applied. Sponge count and instrument count was correct and estimated blood loss was 50 ml. The patient tolerated the procedure very well, left the operating room to recovery room in stable condition.¿ on (B)(6) 2017: intraoperative/endoscopy record. Specimens/cultures: 1. Removed mesh with tacks. Disposition: permanent in formalin. On (B)(6) 2017: surgical pathology report. Specimen submitted: removed mesh with tacks. Clinical date: clinical history: sixty-six year old female complains of abdominal pain and vomiting; history of hernia repair with mesh; hysterectomy; diabetes mellitus. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: same. Gross description: the specimen is received in formalin labeled ¿removed mesh with tacks¿. It consist of two tan-gray irregular fragments of worn appearing material partially covered with possible rubbery membranous tissue measuring 14.5 x 8.0 x 0.7 cm in aggregate dimension. The material contains several silver metallic spiral fragments. Also received in the same container are three tan-gray soft to rubbery fragments of fibromembranous tissue measuring 7.0 x 3.5 x 1.0 cm. Representative sections of soft tissue are submitted in one cassette, labeled ¿1a¿. Final pathologic diagnosis: ¿soft tissue, incarcerated ventral hernia, repair and removal of mesh: surgical material (gross diagnosis). Inflamed and reactive fibroadipose tissue with focal mesothelial lining.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.